Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 449 mg/dl. The customer treated high blood glucose with bolus. Customer declined troubleshooting for high blood glucose level. Insulin pump was turned off, battery was taken out, it had a question mark at the top. The customer was reported that it was unknown that insulin pump was on auto mode or not. Assisted customer with connecting meter serial number to the insulin pump. The insulin pump will not be returned for analysis.